Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/28/2016 with the following findings: a review of the pump¿s black box revealed unexplained pump reboots, however the power rebooting was no duplicated during the investigation. The pump was run on a 24 hours basal program using the returned battery cap with no intermittent power/reboots occurring. There was visible rust inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. The battery compartment was found to be cracked on the side. The pump was opened and there was no further evidence of moisture found internally. An inspection was performed on the power circuit with no defects found. (B)(4).